Event description:
A pt received a free-flow infusion of phenylepherine (10mg/100ml) over 2-4 minutes on channel a when this channel was off. There is a small crack and impact in the lower left front corner of the metal case where channel a door pivots in the case. As a result of the hinge damage, the door has been slightly shifted causing it to rub against the case. The door latches, but does not completely close along its entire length, allowing a free-flow condition.